Manufacturer narrative:
Other, this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the showed that the right plunger case was cracked and the top case was cracked by tubing guides. During occlusion testing, the issue was duplicated. The root cause of the issue was normal wear. Replaced worm coupling and gear.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.